Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (09/10/2013)-product evaluation: the analysis of the test strips was completed on 09/03/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The product met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred one year prior to contacting lfs. The patient reported obtaining a reading of ¿179mg/dl¿ on the lfs meter. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few hours after the issue occurred, she developed symptoms of ¿shaking.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient did not have any test strips at the time of the call. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 8/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.a DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.